Event description:
The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a hysteroscope 30° ø 3.9mm wl 217mm, part ID: 8986402, serial # (B)(6). According to the user facility, every time the scope is used, it gets foggy and the image is poor. When the hysteroscope is inserted into the patient, the lens became cloudy immediately at the beginning of the procedure. Preventing adequate visualization of the diagnostic and operative field. It appears moisture condenses on the inner side of the lens. The entire procedure was completed with a back-up device. There is no report of injury to the patient or other personnel.